Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited no capture with atrial pacing noted and numerous episodes of non-sustained right ventricular oversensing were noted. X-ray revealed that the right ventricular lead had dislodged into the right atrium. It was also noted that the atrial lead had dislodged and had elevated capture thresholds. The right ventricular lead was programmed to tachycardia therapy off and the atrial lead was programmed off. On (B)(6) 2017, the leads were explanted and replaced. There were no adverse consequences and the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.